Event description:
Information was received noting that the patients generator was replaced due to battery depletion. The explanted generator was discarded by the explant facility following the surgery. No other relevant information has been received to date.

Event description:
It was reported that the patient's vns generator battery had reached the 11-25% status, and there was a concern that the battery had prematurely depleted. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.